Event description:
It was reported that insulin gauge displayed amount different than expected and pump showed unexpected positive fill estimate while caller was using current cartridge. There was no reported impact to the customer¿s blood glucose level. Caller disconnected from infusion site, delivered 10.2 unit bolus to update insulin estimate, and received education to always remove air from cartridge before filling; caller declined to load new cartridge, chose to continue using current cartridge, and planned to follow up if needed.